Event description:
Rvtip to rvcol ea impe ance warning on (B)(6) 2021. Lea was measuring 190 ohms. Threshold is 200 ohms. Rv leod is programmed bipolar. Rep emailed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).